Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited far field r-wave oversensing on the atrial channel. It was noted that the patient did not receive therapy during the oversensing. The device was reprogrammed.